Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (3.2 mg/ml at 0.96 mg/day), fentanyl (2000 mcg/ml at 600 mcg/day), and bupivacaine (3.2 mg/ml at 5.7 mg/day) via an implanted pump. The patient¿s medical history included thoracic back pain, fibromyalgia, anorexia nervosa, depression with anxiety, gerd, ibs, and migraines. The patient concomitant medications included vitamin d, questran, estrace, folic acid, lamictal, ativan, mvi, prilosec, zofran, risperdal, topamax, and temazepam. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2017 the patient¿s pump was being replaced for routine end of life. When the sutureless connector was disconnected, there appeared to be tissue inside of the connector. Csf (cerebrospinal fluid) flow was not restricted and a catheter dye study done on (B)(6) 2017 was normal. The patient had no symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was an incidental finding during the routine pump replacement surgery. A new pump segment catheter was used to complete the procedure. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter found no significant anomalies. Circular coring was identified in the bottom of the cup of the sc connector that was consistent with the tip of the connector or the pump. It was found to be patent and no leaks were identified. H6: result code (B)(4) and conclusion code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer marked for disposal only regarding routine end of life. The catheter component / connector was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.